Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they experiencing hypoglycemia and due to that customer had vomiting and headache. Customer went to emergency room. Time and duration at emergency room was unknown. Blood glucose level was 55 mg/dl at the time of incident and it was treated with food and glucose tablet. Customer alleged that insulin pump was over delivering. Insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies, none were found. Ran basal, bolus leaking test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).